Event description:
Report received of a delayed air-in-line alarm. The pump was programmed to deliver 0.225% saline at 45ml/hour. The saline was spiked with a buretrol set, connected to a primary set. A secondary set was connected to an access port below the buretrol, but above the pump. The pump alarmed with an air-in-line alarm. The patient's family member immediately notified the nurse of the alarm. The nurse checked the device and reported that there was 6 inches of air in the tubing below the IV pump. The nurse checked the tubings above the device. The primary line was fluid filled, and the buretrol had 45 ml of fluid in it. The secondary line had completed infusing, therefore the secondary bag and tubing were empty. The primary tubing was completely cleared of air, and the saline infusion was resumed at 45ml/hour. At the end of the shift, the pump was alarming for air-in-line. The oncoming nurse reported that there was a "few feet" of continuous air in the IV tubing distal to the pump. Although the pump alarmed for air-in-line both times, the staff felt that the device allowed too much air to pass before triggering the alarms. At this time, the pump was removed from service and the tubing was discarded. It was reported that in changing the pump and tubing, the patient's IV site "blew". The patient never received any air into patient's vein. No medical interventions were required. There was no reported adverse effect to the patient.